Event description:
It was reported that this right atrial (ra) lead presented noise on one of the episodes. (B)(6) technical services (ts) confirmed stored episodes contain noise artifact. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).